Event description:
It was reported that "one lead worked" out of the 4 leads of the implantable neurostimulator (ins) system. The patient was told that 3 of the 4 leads should work. The patient was at setting 0.6 volts and felt "pretty ok" but if they increased the stimulation their entire leg and foot would cramp. When the patient turned the stimulation down to 0.0 volts, their stomach hurt "like a bladder infection." Additional information was requested but was no available at the time of this report.

Manufacturer narrative:
Product ID: 3093-28, lot# v718483, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).